Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm edwards surgical valve in the mitral position underwent valve-in-valve intervention after an unknown implant duration due to a frayed leaflet. The tmvr procedure was performed with a 26mm 9755rsl transcatheter valve.

Event description:
It was reported that a patient with a 27mm edwards surgical valve in the mitral position underwent valve-in-valve intervention after an unknown implant duration due to a frayed leaflet. The patient initially presented with chf exacerbation and dyspnea with significant pleural effusion requiring thoracentesis. The tmvr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was noted to be doing well post-operatively.

Event description:
It was reported that a patient with a 27mm 6900ptfx pericardial mitral valve underwent valve-in-valve intervention after an unknown implant duration due to a frayed leaflet. The patient initially presented with chf exacerbation and dyspnea with significant pleural effusion requiring thoracentesis. The tmvr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was noted to be doing well post-operatively.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Corrected: b5, d4. Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Structural valve degeneration/deterioration (svd) refers to changes intrinsic to the valve such as, but not limited to; wear, fracture, calcification, thickened leaflet, or leaflet tear. These may present as regurgitation, stenosis, increase/high gradient, leaflet immobility, restriction, or difficulty coapting. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed, including history of type 2 diabetes with renal insufficiency and hyperlipidemia.